Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. The nurse who was performing the loading was trained but not experienced. When she loaded the seal, it was crooked so it could not be used. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. The nurse agreed this was a user error.

Manufacturer narrative:
After the procedure, the hospital discarded the product. (B)(4).